Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during an oesophagogastroduodenoscopy (ogd) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the bands failed to deploy. The procedure was completed with another speedband superview super 7 device. The patient's condition at the conclusion of the procedure was reported to be stable. Attempts to obtain additional information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed. Additional information received on march 22,2018: it was reported that the device was used in the esophagus during an oesophagogastroduodenoscopy (ogd) procedure and the photo of the device sent by the customer showed that the bands got tangled. There were no patient complication reported as a result of this event. Additional information received on march 26, 2018: there was no difficulty experienced upon setting up the device.